Event description:
User (nurse) called into emergency support program (esp) line stating they had a leak in iab circuit alarm on a cs300 intra aortic balloon pump that occured during therapy. User then troubleshot and resumed therapy by using the iab fill key and start key. However, helpkey was not utilized by the user. The esp personel reviewed the use of each and then reviewed why a leak alarm may present itself. User stated there were no visible signs of blood in the helium tubing and that they will recheck the connections after the call. User was very appreciative of the information shared and the call was ended. No harm or injury reported.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. User performed troubleshooting steps which resumed therapy and then called esp. The esp personnel had reviewed the alarm and its troubleshooting actions.